Event description:
Patient admitted due to heart failure symptoms and lvad low flow alarms. Treated medically for her heart failure symptoms with no improvement. Low flow alarms continued. CT scan completed on (B)(6) 2022 which revealed severe cardiomegaly and severe (>70%) narrowing of the lvad outflow graft due to biodebris accumulation within the outflow graft bond relief. Underwent surgical outflow graft exploration and drainage on (B)(6) 2022.